Event description:
An impedance above 3000 ohms was reported on the atrial lead a few days post implantation.

Manufacturer narrative:
Summary of the investigation: the review of the quality documents confirmed a regular manufacturing of the lead. According to the patient files provided, one day post implantation a sudden decrease in atrial sensing and an increase in impedance values were recorded by the device. Noise was also detected and stored in the device memory. The origin of these abnormal electrical values (noise, sensing and impedance abnormal values) is unknown. It could suggest a potential issue related to the lead position or a connection issue. A careful monitoring of the atrial lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This complaint has been recorded for trending purposes.

Event description:
An impedance above 3000 ohms was reported on the atrial lead a few days post implantation.